Manufacturer narrative:
Upn corrected from m001184540 to m001184550. Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a fathom guidewire. The catheter shaft was inspected for damage. It was noticed that the shaft was fractured and stretched approximately 5mm from the tip but not totally separated from the device. The tip was still attached by the inner coil of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Device analysis determined the condition of the returned device was consistent with the reported information. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that guidewire tip fracture occurred. A renegade¿ hi-flo¿ fathom¿ system was selected for use. During preparation, the physician tried to shape the wire. However, it was noted that the tip became frayed, disconnected from the main body of the wire hanging by only a thread, and stretched like a thread. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guidewire tip fracture occurred. A renegade¿ hi-flo¿ fathom¿ system was selected for use. During preparation, the physician tried to shape the wire. However, it was noted that the tip became frayed, disconnected from the main body of the wire hanging by only a thread, and stretched like a thread. The procedure was completed with another of the same device. No patient complications were reported.